Event description:
Dear ladies, reporter knows this subject is rather embarrassing, but reporter was glad their sister passed this message to them and reporter hopes you will send it along to other women too. Pt started using the new tampax peral 5 months ago and that's when they started getting yeast infections. They got worse and worse every month and being experienced with yeast infections, they used over-the counter treatments they didn't help. They finally went to their dr, who did a pap smear, which didn't reveal anything. As it got worse, they finally went to their ob-gyn, who also did a pap smear. It didn't test positive, but bacteria showed up. They were then given a precription to treat a yeast infection and went home. They went back as it got worse and also when, one day while using the bathroom, a clump of something came out. They had no idea what is was initially and threw it away. They quickly thought better of it and wrapped it up and brought it with them in a ziploc baggie to yet another visit to the dr. They had figured out what it was themselves and the dr confirmed it. It was the tampax pearl fibers. They had been collecting for the past 5 months!! They even took an unopened tampon and showed how the fibers come off so easily. You wouldn't notice because the applicator covers it. And how may people open up a tampon and inspect them? Well, it hasn't ended yet when they went in last, the dr went to get some cultures, but found that the cervix was bleeding and it prevented them from getting all the cultures that they needed. The fibers from the time getting out and so there was a lot of old blood in the way when the dr tried to take the cultures. Right now, they are not being treating her for anything not until they can figure out how to treat her. Pt is uncomfortable and in pain! Most likely, they'll have to do a d&c did I use the right letters?- to clean it all out. Another consumer that I work with also has been using them for a few months and has been having problems, but couldn't figure it out. They won't be using them anymore. Reporter has also used them but will be throwing out any that has been left. Reporter is also going to go home and inspect their regular tampons to see if fibers come off of those also. By the way, the dr is writting a letter to the co and the pt is looking into filing a lawsuit. This is affecting them in every aspect of their life. They are also very afraid now of tss. They told reporter and every woman she knows in order to get the word out, so no onw else has to go through this. Reporter knows a yeast infection is an awful thing to experience, but this is so much worse! Ladies spread the word and take care.